Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 12/23/2014 for investigation. Investigation results as follows: visual inspection of the returned platform was performed and found the top cover and battery lock to be damaged. During initial functional testing, the system was turned on/off with no problems. Upon initial power up, the platform displayed a user advisory (ua) 45 (not at "home" position after power-on/restart) message. The encoder shaft was rotated back to the "home" position. The platform then ran for 23 minutes using a test mannequin with no anomalies or errors exhibited. A review of the platform's archive was performed and no anomalies were found on the reported event date of (B)(6) 2014. However, multiple ua 45 messages occurred on (B)(6) 2014, the last recorded date of customer usage in the archive. Based on the investigation, the parts identified for replacement were the top enclosure and the battery lock. No parts needed to be replaced to remedy the customer's reported complaint of the platform exhibiting ua 45. The encoder shaft was manually rotated to the "home" position, which remedied the error. The platform underwent and passed all final functional testing. The customer's reported complaint of the platform exhibiting a ua 45 was confirmed through review of the platform's archive and also upon initial power up of the platform. The root cause was determined to be the encoder shaft not being in the "home" position. The encoder shaft was rotated back to the "home" position, remedying the customer's reported complaint.

Event description:
It was reported that the autopulse platform displayed a user advisory (ua) 45 (not at "home" position after power-on/restart) message that did not clear. No adverse patient sequelae was reported. No further information was provided.